Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that there was a 3058 power on reset (por) code. The patient was implanted in 2010. They noted that they were in assisted living and there was no doctor there. They also noted that they did not have a managing doctor, so they were going to see if their primary doctor could contact a manufacturer representative (rep) to check the implantable neurostimulator (ins). There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.